Event description:
It was reported that deflation issue occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation using the encore device at 12 atmospheres for 20 seconds, the balloon deflated more slowly than usual. The balloon catheter was removed intact from the patient's body before complete deflation. No issues occurred while retrieving the device into the guide catheter, and the patient experienced no symptoms during attempted deflation of the device. The procedure was completed with another of same device, and no patient complications were reported.